Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned analysis of the returned product noted the stent implant was stationary on the tightly folded balloon between the markers. The first two rows of proximal struts were stretched, confirming the reported information. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the stent delivery system (sds). It is likely that the stent caught on the calcified lesion, further damaging the proximal struts, contributing to the difficulty removing the sds. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, stent damage, and difficulty removing the sds appear to be related to the operational context of the procedure.

Event description:
It was reported that after pre-dilatation was performed in the heavily calcified proximal left anterior descending artery with a non-abbott balloon catheter, the 2.25 x 15 mm xience v stent delivery system (sds) was advanced, but would not cross. During withdrawal of the sds, the physician noted resistance and afterwards found flared proximal stent struts. No adverse patient effects were reported. No additional information was provided.